Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the handle and needles were in the back-down position. The sutures were slack and exposed. The guide was broken at the proximal end. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) stent graft implant procedure. The arteriotomy was 8f. Reportedly, it was difficult to turn the handle of the prostar device counterclock wise and the handle would not pull out. The device was removed and a second prostar device was used for successful suture placement. Hemostasis was achieved after the aaa procedure using the sutures of the second prostar device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar device. No additional information was provided.